Event description:
(Os 17.346) the dentist reported that 6 months after two dental implants were installed in intraoral region #8 it was verified its non osseointegration. A 50 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii).

Manufacturer narrative:
(B)(4)